Event description:
It was reported that the motor drive unit fell off a shelf and was damaged. There was no pt involvement. The unit was returned for repairs.

Manufacturer narrative:
Conclusion: the unit involved in this event was returned for eval. During visual inspection, the cpc connector was found broken and detached from unit along with two missing rubber feet. A broken cpc nut caused the whole cpc connector assembly to detach from unit.